Event description:
The device was used during a lavh. Reportedly, the stylet does not advance. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.